Event description:
It was reported that a patient presented in-clinic for an unrelated generator change. Prior examination of the patient's right ventricular (rv) lead had revealed high capture thresholds. No additional lead anomalies were alleged. Surgical intervention was taken on (B)(6) 2022 to resolve the malfunction, but the physician was unable to access the rv lead. The physician elected to leave the rv lead implanted in the patient, and the malfunction was unable to be resolved by the attempted surgical intervention. The patient was discharged and no adverse consequences to the patient were reported.